Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned screws identified signs of wear but no apparent signs of malfunction. This investigation addressed the first of several reported loosening events. Functional testing was performed with an in-house mating device. The devices were able to engage as normal. No malfunction was identified. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The device was intended for unknown tooth location. X-ray & picture evaluation: x-ray / picture was not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review for the lot (1248557) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1248557) for similar events (complaint category keywords: loosening) and no other complaint was identified. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were nonverifiable

Event description:
Doctor reported loosening of abutment screw, there was no grip and crown was loose different times. Placement date unknown.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Supplemental report submitted to update description of event as placement date of the screw is before manufacturing date.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported loosening of abutment screw, there was no grip and crown was loose different times. Screw was placed on (B)(6) 2021.